Event description:
The user facility reported that their reliance synergy washer was leaking water onto the floor. The water was reported to spread away from the front and back of the washer. No procedural delays or cancellations occurred. No injuries to hospital staff or patients were reported.

Manufacturer narrative:
A steris service technician arrived on site and during his discussion of the event with the customer, he was informed that the leak began during the filling phase of the cycle. Additionally, when the pump started, the water sprayed under the unit.the technician inspected the unit and found the drying piston valve was broken. The technician replaced the drying piston valve and the associated hose, o-ring and clamp. A test cycle was run; the unit was confirmed operational and returned to service.